Event description:
Patient reported right side "fluid began to accumulate in the right breast, accompanied by pain, swelling and increased breast temperature " the device remains implanted.

Manufacturer narrative:
The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "fluid began to accumulate in the right breast, accompanied by pain, swelling and increased breast temperature ". Patient also reported "fine needle biopsy performed along with decompression of the fluid around the implant. Histopathological results showed anaerobic bacteria present." Patient was treated with "clindamycin-mip 600." Patient additionally reported "hodgkin's lymphoma", which is not device-related. Chemotherapy is being performed. The device remains implanted.

Event description:
Patient reported right side "fluid began to accumulate in the right breast, accompanied by pain, swelling and increased breast temperature " the device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.